Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and obesity. Concurrent conditions included genital bleeding and blood loss of (nos). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced seasonal allergy ("allergic or hypersensitivity reaction type: seasonal allergies") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / excess bleeding"), migraine ("migraines") and headache ("headaches"). In may 2017, the patient experienced anxiety ("anxiety"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pain ("body aches"), depression ("depression"), asthenia ("loss of energy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety and abdominal pain lower was resolving, the abdominal distension, pain, depression, weight increased, asthenia, vaginal haemorrhage, migraine, headache and alopecia outcome was unknown and the menorrhagia, seasonal allergy and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, asthenia, depression, headache, menorrhagia, migraine, pain, pelvic pain, seasonal allergy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 1911bs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Ultrasound scan vagina - in may 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: seasonal allergies, anxiety, migraines, headaches, nickel allergy, hair loss,lower abdominal pain", lot number, medical history, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pain ("body aches"), depression ("depression"), weight increased ("weight gain") and asthenia ("loss of energy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, pain, depression, weight increased and asthenia outcome was unknown. The reporter considered abdominal distension, asthenia, depression, pain, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia and obesity. Concurrent conditions included genital bleeding and blood loss of (nos). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced seasonal allergy ("allergic or hypersensitivity reaction type: seasonal allergies") and allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / excess bleeding"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced anxiety ("anxiety"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pain ("body aches"), depression ("depression"), asthenia ("loss of energy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, anxiety and abdominal pain lower was resolving, the abdominal distension, pain, depression, weight increased, asthenia, vaginal haemorrhage, migraine, headache and alopecia outcome was unknown and the menorrhagia, seasonal allergy and allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, asthenia, depression, headache, menorrhagia, migraine, pain, pelvic pain, seasonal allergy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 1911bs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.